Event description:
Hemovac placed at end of surgery- routine manner/dr. Removed per order 1999 by floor nurse. Pt was brought back to surgery 1999 to remove portion of hemovac. Tip of catheter had been identified as still in pt's knee by x-ray taken in physician's office.